Event description:
It was reported that the patient presented remotely via merlin.net and was brought to the clinic for interrogation. It was noted that the right ventricular lead exhibited low pacing impedance. Programming changes were made. The patient was in stable condition.